Event description:
It was reported that during a lavh procedure, when utlizing the device intraoperatively, there was bleeding at the staple line, cautery was used to achieve hemostasis. Two days post-operatively, the pt was brought back to the operating room and an ultrasound was performed which indicated bleeding of the right ip. The pt required 2 units of blood. The pt was opened and the staple line was noted to be intact. Sutures and cautery were used to stop the bleeding. The pt is recovering well and has since been discharged from the hosp.